Event description:
It was reported to philips that the device's wired footswitch pedal was intermittently sticking and the system wasn't responding, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was finished as planned. A philips field service engineer (fse) visited the site and confirmed that intermittently the wired foot switch was not working when pressed. The fse found built up under the pedal. The fse replaced the wired foot switch. Analysis of the returned wired foot switch showed blood contamination and a defective switch. After the replacement of the wired foot switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.